Manufacturer narrative:
The device was received for evaluation. The investigation is still pending. Additional contact: (B)(6).

Event description:
The event involved a 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap where a chemo (taxol) drug leak during infusion was reported. The customer was not sure where the location of the leakage occurred. There was patient involvement but no patient harm.

Manufacturer narrative:
The complaint of leakage could not be confirmed or replicated on the returned one (1) used. List #ch3034, 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented; lot #unknown. As received the ch3034 was attached to a bag spike w/ clave and an extension set. No damages or anomalies noted. The returned set was leak tested per product specification. No leaks were observed. The returned ch3034 met product specification.